Event description:
The facility reports while transferring the pt from the commode to the bed, the left hand leg clip detached and the pt fell from the sling. The pt received injuries to the left ankle, arms, and hip.